Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing hyperglycemia on (B)(6) 2026, with blood glucose values reportedly exceeding 600 mg/dl. She experienced associated pain and sought emergency medical attention, where she was evaluated in the emergency department for approximately five hours and discharged the same day. The patient reported receiving insulin administered in the arm, along with blood tests, radiographic imaging, and a urine test. The diagnosis provided at the time of treatment was reported as high blood glucose. No further laboratory results or additional medical details were provided. The patient could not recall the pod wear duration associated with the event and did not recall whether any device messages or alarms were displayed. She confirmed that the pod cannula was inserted during wear on the arm. No additional information was available.